Event description:
It was reported that foreign material was present. A 2.00mm x 15mm emerge balloon catheter was used for predilation. However, after removal, a blob of glue or a plastic near the joint to the hypotube was noted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a bulge at the midshaft bond. The device was loaded with a .014" guidewire and inserted into 5f guide catheter. The device encountered resistance when the shaft bulge entered the guide catheter. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of a bulge of material on the shaft.

Event description:
It was reported that foreign material was present. A 2.00mm x 15mm emerge balloon catheter was used for predilation. However, after removal, a blob of glue or a plastic near the joint to the hypotube was noted. No patient complications were reported.